Manufacturer narrative:
This is 1 of 2 reports.

Event description:
During the coil embolization procedure the first coil (subject coil) was deployed successfully. It was reported that while re-positioning of the second coil, resistance was felt and the first coil came back into the catheter. Physician then pulled the catheter down out of the aneurysm and safely removed both the coils. There were no clinical consequences reported to the patient.

Manufacturer narrative:
Adverse event/product problem: changed to product problem as no medical or surgical intervention to prevent permanent impairment of a body function or structure was performed. Further review of the event determines that the first coil came back in the microcatheter and the coil was safely removed along with the microcatheter as a single unit and no medical or surgical intervention to prevent permanent impairment of a body function or structure was performed. Therefore the event reportability will be changed to reportable malfunction only . The device history record review confirms that the device met all material, assembly and performance specifications. The device was detached (as per event description) and the delivery wire was not returned. Analysis of the returned coil revealed that main coil was kinked and stretched. No other anomalies were observed. Functional testing could not be performed due to the condition of the returned device. Information available indicated that no anomalies were noted to the device prior to use and the main coil was detached with no issues noted. It is likely that the main coil was displaced during the insertion of the subsequent coil and the damage noted to the device during analysis is most likely as a result of the removal of the device from the patient. Therefore an assignable cause of an operational context has been assigned to the reported event.

Event description:
During the coil embolization procedure the first coil (subject coil) was deployed successfully. It was reported that while re-positioning of the second coil, resistance was felt and the first coil came back into the catheter. Physician then pulled the catheter down out of the aneurysm and safely removed both the coils. There were no clinical consequences reported to the patient.